Event description:
The facility's biomedical technician reported an incident of an an overinfusion involving a colleague pump. According to the pharmacist, a 50 ml bag of dilaudid concentration of 1mg/dl, was ordered to be infused over 50 hours at a rate of 1ml/hr. The bag reportedly infused in 12 hours. The pt changed the rate on the pump to 125 ml/hr for 15 minutes and to 125 ml/hr for eight minutes. There was no pt injury or medical intervention reported.